Event description:
Add'l info rec'd from MFR 7/24/02: guidant received info that the pt with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones being emitted from the device. The pt was seen by a clinician who interrogated the device and confirmed that the tones were normal based on the battery status of elective replacement indicator (eri). This device was explanted and replaced without incident to the pt. Upon receipt at guidant, initial testing of the ICD by guidant's reliability assurance lab confirmed the device's battery status of eri; however, the presence of tones were no longer observed. The device was put through standard diagnostic testing which verifies the performance of the memory, pacing, defibrillation, sensing and recording functions. The device performed normally throughout all tests and was found to meet specs appropriate to the battery status. In this particular event, factors such as frequency/type of both tachycardia and bradycardia therapy delivered, device output parameters, cumulative charge time, etc did not appear to impact this device's battery drain substantially. Review of stored memory indicates that minimal pacing and defibrillation were delivered beyond implant testing. The device did not exhibit abnormally high current drain during testing. The actual battery depletion for this unit was compared with the projected battery depletion (as calculated by design engineering) and was found to fall within an acceptable range on the predicted longevity distribution curve. This curve (based on returned device testing) represents a range of normal tolerances for this device. Guidant received a call dated 11/2/01 indicating the device was being replaced due to battery depletion. The device was returned, analysis is complete and the device has been archived.

Event description:
Pt enrolled into madit ii trial on 04/1998, randomized to ICD. Implant occurred. In 10/2001 pt called office because they heard a peeping sound coming from ICD. ICD interrogation revealed battery at end of life. Pt underwent scheduled ICD generator replacement without complications and was discharged to home in stable condition on the same day.